Manufacturer narrative:
On 04-jan-2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information that the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 360cc gel breast prostheses. On 04-jan-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed a little bit of pain and inflammation. During the visual inspection, the sample was found to be ruptured and it was received in four parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast inflammation. Scheduled explantation date: (B)(6) 2020. (B)(4).

Event description:
It was reported that a (B)(6)-year-old middle eastern female patient underwent a breast augmentation revision procedure with an unspecified mentor smooth gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed both by mammogram and by MRI. In addition, the patient reported pain and inflammation in her right breast. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 09-dec-2020, mentor received additional information about the event. The suspect medical device is a mentor memorygel breast implant 325cc gel breast prosthesis, catalog #3507325bc, lot #270916, UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 14-dec-2020, mentor received additional information about the event. The explantation date has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).